Event description:
It was reported that the atrial lead dislodged. Multiple attempts to reposition the lead were unsuccessful. The lead was replaced.

Manufacturer narrative:
No medwatch form was received.